Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon implanted the left sided lead. They run an impedance test and found impedance issues on multiple contacts. We tried re-seating the test cable several times, loosened the screw holding the lead in place, and replaced the test cable and still had impedance issues on multiple contacts. The surgeon took the lead out and replaced it with a new lead. The impedances cleared up with the new lead.

Event description:
Additional information was provided by the manufacturer's representative, confirming a high impedance at contact 1 but not providing specific impedance values, as the tablet didn't show any. The representative added that the cause of the impedance issue was not de termined, but improper handling of the lead was suspected. The problem was addressed by opening a new lead. The information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.